Event description:
It was reported the patient was having an MRI for numbness in their extremities, gait imbalance, and to assess for mini stroke. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0ccdl, implanted: 2013-(B)(6), product type: lead. Product ID: 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).